Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an e-pump. The customer reports that while the e-pump was in use, it caught on fire. The customer further reports that the wire that connect the battery are burnt through. The door to the battery is melted and there are black marks on the outside of the pump.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.